Event description:
It was reported that the lead was explanted due to an insulation anomaly and fracture, resulting in high impedance and noise on the rv coil to can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Lead was received in two pieces, proximal portion 13.4cm and distal portion 47.1cm. Analysis confirmed multiple internal abrasions with externalized conductors between the rv and svc coil and beneath the rv shock coil.